Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as (B)(6) 2024. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Wrinkling of the skin: unable to observe as it is not related to the device. Cyst: unable to observe as it is not related to the device. Device wrinkling: wrinkling observed. Double capsule: unable to observe as it is not related to the device. As per the investigation procedure creases and particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Device has been explanted and replaced.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Correction to become aware date of supplemental medwatch emdr-46207. Aware date should have been listed as 8/16/2024.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Device wrinkling: unable to observe on the provided photos. Wrinkling of the skin: unable to observe since it is not related to the device. Cyst(s): unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Device has been explanted and replaced.

Manufacturer narrative:
Continued phone number e1: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Device has been explanted and replaced.